Event description:
It was reported the device flipped under the skin and caused ¿unbearable¿ pain. The patient had the device moved deeper in ¿may¿, but the device had flipped again. There was ¿just a thin layer¿ stopping it from breaking the skin and the patient could put their fingers under it and feel the wires. No outcome was provided with this event. A follow up report will be sent if additional information is received.

Manufacturer narrative:
(B)(4).